Event description:
I have been diagnosed with pah paradoxical adipose hyperplasia from coolsculpting (cs) cool max machine at ideal image south windsor, computed tomography and 4 cycles (equates to 8 cycles with cool max machine) of coolsculpting was performed on my abdominal area on (B)(6) 2016. I have pah confirmed in lower mid and upper abdomen diagnosed by board certified plastic surgeons (B)(6) 2023. I believe the applicator to this machine has been voluntarily recalled. I think the adverse side effects of pah are not being properly reported because pah incidents are being compared to coolsculpting cycles sold which are many more than comparing to people with pah which abbvie/ allergan/ zeltiq are aware of and I believe this is available in their series elastic component filing but the public is not being warned properly. Comparing pah incidents to cycles and not pah victims causes the supposed rareness of pah to be underreported and inaccurate. My paradoxical adipose hyperplasia was visually confirmed by a board certified plastic surgeon who diagnosed me however I am also confirming with an ultrasound soon and will also be following up if necessary with more imaging tests such as an magnetic resonance imaging which is all not covered by insurance since paradoxical adipose hyperplasia is not being represented properly as a risk that needs surgical intervention and is not being studied with results for victims to use to defend themselves to get insurance coverage.